Event description:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("one coil within endometrium"), device expulsion ("1 coil in the uterus/one coil within endometrium") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. E13073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, spontaneous abortion and cervical conization. Last delivery was non cesarean section. She was not breast feeding at the time of insertion. Concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion was painful"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant) and fallopian tube spasm ("right tube spasm"). The patient was treated with surgery (hysteroscopic removal of the one essure on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, procedural pain and fallopian tube spasm had resolved. The reporter provided no causality assessment for device expulsion, embedded device, fallopian tube spasm, genital haemorrhage and procedural pain with essure. The reporter commented: no abnormal uterine findings prior to insertion. No perforation. On (B)(6) 2018, one coil within endometrium was easily removed and new coil was placed. Two coils seen on fluoroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysteroscopy - on an unknown date: coil was full in the uterus and was removed in 2017: utrasound was completed and showed 1 coil the physician believed to be in uterus and the other in fallopian tube. On (B)(6) 2017, hysterosalpingogram, showed the right tube with coil and left tube open and a coil in the uterus, possibly perforating (was performed to replace coil on the left). Most recent follow-up information incorporated above includes: on 26-feb-2018: follow up received via uterine perforation questionnaire. The case upgraded in the incident category. Patient demographics were updated. Her historical condition and concurrent conditions was added. Lab data was added. Essure implantation date was updated (previously reported as (B)(6) 2017). Essure lot number was added. Events: pain during insertion, abdominal pain, coil within endometrium, right tube spasm and cramping were added. Post removal of the coil within endometrium she had recovered form all the events. Essure was ongoing at the time of the report. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("one coil within endometrium"), device expulsion ("1 coil in the uterus/one coil within endometrium") and genital haemorrhage ("bleeding") in a 35-year-old female patient who had essure (batch no. E13073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, spontaneous abortion and cervical conization. Last delivery was non cesarean section. She was not breast feeding at the time of insertion. Concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion was painful"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant) and fallopian tube spasm ("right tube spasm"). The patient was treated with surgery (hysteroscopic removal of the one essure on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, procedural pain and fallopian tube spasm had resolved. The reporter provided no causality assessment for device expulsion, embedded device, fallopian tube spasm, genital haemorrhage and procedural pain with essure. The reporter commented: no abnormal uterine findings prior to insertion. No perforation. (B)(6) 2018, one coil within endometrium was easily removed and new coil was placed. 2 coils seen on fluoroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysteroscopy - on an unknown date: coil was full in the uterus and was removed in 2017: utrasound was completed and showed 1 coil the physician believed to be in uterus and the other in fallopian tube. On (B)(6) 2017, hysterosalpingogram, showed the right tube with coil and left tube open and a coil in the uterus, possibly perforating (was performed to replace coil on the left). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of embedded device ("one coil within endometrium"), device expulsion ("1 coil in the uterus/one coil within endometrium/ misplaced essure coil") and genital haemorrhage ("bleeding") in a 35-year-old female patient who had essure (batch no. E13073, d08055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, spontaneous abortion and cervical conization. Last delivery was non cesarean section. She was not breast feeding at the time of insertion. Concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion was painful"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant) and fallopian tube spasm ("right tube spasm"). The patient was treated with surgery (hysteroscopic removal of the one essure on 2 (B)(6) 2018) and surgery (hysteroscopic removal of the one essure on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, procedural pain and fallopian tube spasm had resolved. The reporter provided no causality assessment for device expulsion, embedded device, fallopian tube spasm, genital haemorrhage and procedural pain with essure. The reporter commented: no abnormal uterine findings prior to insertion. No perforation. (B)(6) 2018, one coil within endometrium was easily removed and new coil was placed. 2 coils seen on fluoroscopy. Hysterosalpingogram in december showed that right essure coil was placed within the tube and the right tube was blocked, however, the left tube was open and the essure coil did not appear to be within the tube. The patient was informed of the results and given options of placing another essure on that side versus having a laparoscopic tubal sterilization. She was placed on the nuvaring at that time. The patient elected to have another attempt at essure placement on that side. During procedure, immediately evident was an essure coil that was free within the endometrial cavity. A new essure coil on the left side was done easily. Four of the coils were visible after placement. She was transferred to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysteroscopy - on an unknown date: coil was full in the uterus and was removed in 2017: utrasound was completed and showed 1 coil the physician believed to be in uterus and the other in fallopian tube. On (B)(6) 2017, hysterosalpingogram, showed the right tube with coil and left tube open and a coil in the uterus, possibly perforating (was performed to replace coil on the left). Lot number:d08055 manufacture date: 2014/09 expiration date: 2017/09. Lot number:e13073 manufacture date: 2015/07 expiration date: 2018/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("one coil within endometrium"), device expulsion ("1 coil in the uterus/one coil within endometrium/ misplaced essure coil") and genital haemorrhage ("bleeding") in a 35-year-old female patient who had essure (batch no. E13073, d08055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, spontaneous abortion and cervical conization. Last delivery was non cesarean section. She was not breast feeding at the time of insertion. Concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion was painful"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant) and fallopian tube spasm ("right tube spasm"). The patient was treated with surgery (hysteroscopic removal of the one essure on (B)(6) 2018). At the time of the report, the embedded device, device expulsion, genital haemorrhage, procedural pain and fallopian tube spasm had resolved. The reporter provided no causality assessment for device expulsion, embedded device, fallopian tube spasm, genital haemorrhage and procedural pain with essure. The reporter commented: no abnormal uterine findings prior to insertion. No perforation. (B)(6) 2018, one coil within endometrium was easily removed and new coil was placed. 2 coils seen on fluoroscopy. Hysterosalpingogram in december showed that right essure coil was placed within the tube and the right tube was blocked, however, the left tube was open and the essure coil did not appear to be within the tube. The patient was informed of the results and given options of placing another essure on that side versus having a laparoscopic tubal sterilization. She was placed on the nuvaring at that time. The patient elected to have another attempt at essure placement on that side. During procedure, immediately evident was an essure coil that was free within the endometrial cavity. A new essure coil on the left side was done easily. Four of the coils were visible after placement. She was transferred to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysteroscopy - on an unknown date: coil was full in the uterus and was removed in 2017: utrasound was completed and showed 1 coil the physician believed to be in uterus and the other in fallopian tube. On (B)(6) 2017, hysterosalpingogram, showed the right tube with coil and left tube open and a coil in the uterus, possibly perforating (was performed to replace coil on the left). Most recent follow-up information incorporated above includes: on 5-jun-2018: essure lot number was added. Event misplaced essure coil was clubbed with previously reported event. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("one coil within endometrium"), device expulsion ("1 coil in the uterus/one coil within endometrium") and genital haemorrhage ("bleeding") in a 35-year-old female patient who had essure (batch no. E13073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, spontaneous abortion and cervical conization. Last delivery was non cesarean section. She was not breast feeding at the time of insertion. Concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion was painful"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant) and fallopian tube spasm ("right tube spasm"). The patient was treated with hysteroscopic removal of the one essure on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, genital haemorrhage, procedural pain and fallopian tube spasm had resolved. The reporter provided no causality assessment for device expulsion, embedded device, fallopian tube spasm, genital haemorrhage and procedural pain with essure. The reporter commented: no abnormal uterine findings prior to insertion. No perforation. (B)(6) 2018, one coil within endometrium was easily removed and new coil was placed. 2 coils seen on fluoroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysteroscopy - on an unknown date: coil was full in the uterus and was removed in 2017: utrasound was completed and showed 1 coil the physician believed to be in uterus and the other in fallopian tube. On (B)(6) 2017, hysterosalpingogram, showed the right tube with coil and left tube open and a coil in the uterus, possibly perforating (was performed to replace coil on the left). Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added; incident at the time of rep:orting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.